Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion pen needles 4mm x 32 gauge pen needles was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the pen becomes difficult to depress and no insulin flow.

Event description:
It was reported that the relion pen needles 4mm x 32 gauge pen needles was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the pen becomes difficult to depress and no insulin flow.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the relion pen needles 4mm x 32 gauge pen needles was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported needle clog during injection, stated that the pen becomes difficult to depress and no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-jan-2022. H6: investigation summary: customer returned a total of 4 used 4mm, 32 gauge nano pen needles from lot 320618. There was no immediately observable damage to the pen needles. The pen needles were then attached to a test pen. Saline was pushed through the system and out the distal tip of pen needles. The returned pen needles were undamaged and functioned as intended. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of difficulty during use. Root cause cannot be determined at this time as the issue is unconfirmed.